Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 8 months. The patient remains ongoing on heartmate 3 lvas. A direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a stroke on (B)(6) 2018. Symptoms included mild left sided weakness and numbness. The event was resolved with sequela. It was also stated that a CT scan was completed and the results were that there were likely additional watershed infarcts in the right frontal lobe and frontal lobe. No further information provided.